Manufacturer narrative:
Article citation: "dual jak1 and stat3 mutations in a breast implant-associated anaplastic large cell lymphoma,¿ by audrey letourneau, marie maerevoet, dina milowich, roland dewind, bettina bisig, edoardo missiaglia, and laurence de leval, and published in virchows archiv: european journal of pathology, pp. 1-7. The events of seroma and lymphoma are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Reported events of unknown side ¿recurring effusion,¿ and ¿tlbr-3 cell line established¿ for an unknown mammary implant were reported in ¿dual jak1 and stat3 mutations in a breast implant-associated anaplastic large cell lymphoma,¿ published in virchows archiv: european journal of pathology, pp. 1-7. Treatment of ¿implant removal + capsulectomy and radiation therapy¿ were provided. Pathological markers were not included.